Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and no delivery alarm. Blood glucose level at the time of the incident was ranging from 397 mg/dl to 404 mg/dl. During troubleshooting the infusion set was found to have a bent cannula. The insulin pump was not replaced or returned for analysis.